Event description:
It was reported that there was an alert for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. Real time measurement show fluctuating impedance. The alert was turned off and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. Svc lead impedance was varying from 60 ohms up to 7048 ohms.